Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii seals failed to deploy properly as the seal remained in the delivery device upon removal from the aortotomy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report numbers: 2242352-2013-00393 and 2242352-2013-01299 for related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot numbers are unk. (B)(4).